Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported by the clinical specialist, during a tao case in which an ascendra sheath and loader cap were used with an s3 valve and commander delivery system for placement in the aortic position. The valve was aligned between the two valve markers on the delivery system outside the body. The valve was in the correct place when put into the sheath and visualized in the body, but the valve started to move distal on the delivery system while advancing through the sheath and ended up being no longer aligned between the two markers. The valve had moved too far from the center of the balloon and it would not have been safe to deploy the valve, so an attempt was made to remove the valve through the sheath and start again, from scratch. While attempting to pull the system through the sheath, the valve was pushed further distal on the system and ended up coming off the nose cone and into the ascending aorta. The valve was able to be snared from the left femoral and pulled into the descending aorta. A second delivery system and valve was utilized and the valve was able to be successfully implanted in the aortic valve. Once this was completed, the embolized valve was able to be pulled into the left common iliac and stented open there so there was flow through the valve. The patient remained stable throughout the procedure and is fine.

Manufacturer narrative:
The edwards commander delivery system was not returned for evaluation. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. Due to the device not being returned and no relevant imagery to the event being provided, the complaint was unable to be confirmed. The description of the event indicates that the procedure was performed by performing valve alignment prior to delivery system insertion through the sheath and the commander delivery system was used with an ascendra+ introducer sheath instead of an edwards expandable sheath. These procedural conditions are not per instructions in the IFU and training manual, and are outside of the intended uses of the commander delivery system. It is possible that the interaction between the valve and the sheath resulted in the balloon movement described. Although a definitive root cause cannot be identified, it is likely that procedural factors (off-label use of the commander delivery system) contributed to the event. No labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for the trend category. Therefore, no corrective or preventative action is required.